Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eleven months later, computed tomography (CT) revealed that the inferior vena cava demonstrated nonocclusive thrombus at the level of the filter. The more cranial and more caudal portions demonstrated no thrombus. There was an inferior vena cava filter in place in the mid abdominal inferior vena cava with its superior tip at the l2-l3 vertebral level. Six filter legs appeared to have extraluminal extension beyond the inferior vena cava. All six perforated legs extended greater than 3 mm beyond the wall of the inferior vena cava. One perforated leg contacted or came near proximity to the aorta. One perforated leg contacted the anterior spine. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus at the level of the filter. The current status of the patient is unknown.